Event description:
Event information was provided by an attorney representing the plaintiff/patient. Reporter stated that during the procedure the phaco tip was not functioning properly. Poor phaco power was noted with decreased flow of fluid through the tip. The patient developed anterior chamber shallowing with permanent injury to the right eye. Specific information regarding the injury was not provided.